Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.75x38mm promus premier¿ stent was selected to treat the lesion but failed to cross the lesion. The device was removed and additional dilation was performed. However, the physician noticed that the one of the stent strut was raised up. Another 2.75x38mm promus premier¿ stent was used and the procedure was completed. No patient complications were reported and the patient's status was stable.